Manufacturer narrative:
One device was received for investigation. The device was inspected, and the reported condition was observed. Based on all available information, no conditions were found in manufacturing that could trigger the reported condition. As such, a definitive root cause could not be determined at this time. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported they were placing the nasogastric tube in the patient and were checking correct positioning by passing air through the nasogastric tube and listening to the sound of air in the stomach with a stethoscope. No air noise was heard. The ide realized when moving the nasogastric tube that it was cut 3/4s through it's circumference at the first mark on the enfit end, and also the enfit connector was split. They removed the probe and successfully placed another of the same tube with the same lot number.

Manufacturer narrative:
This product sku is not sold in the united states, therefore a 510k is not available. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was not received for the investigation. Without a sample we are unable to perform a thorough follow up investigation to include functional and visual evaluation to determine the confirm the reported condition or determine root cause(s). If a sample should be returned at a later date this complaint will be reopened and the investigation updated to reflect our findings. A corrective action is not applicable at this time. Functional testing and visual inspections are performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.